Manufacturer narrative:
Lumenis investigated the reported event by contacting the foreign facility directly. No information was received by the foreign facility. After several attempts by the local team to get more information and incident form completed, the physician indicated he did not wish to spend the time on this. Review of DHR of m22 serial (B)(4) has demonstrated that the system was manufactured, tested and released according to lumenis specifications. Ga-0005200:1959 was manufactured on 02/19/2015 and installed at the customer site on (B)(6)2015. Lumenis service engineer reviewed the system and cleaned the inside body, change the cooling water and checked the hv. He found no issues with the device, and conducted normal preventive maintenance. Therefore, system malfunction is not suspected as the cause of the adverse event. No incident forms were sent to lumenis by the user facility, therefore a clinical evaluation wasn't possible. While the information received to date does not confirm that a serious injury nor a malfunction occurred, because of the lack of information regarding the injury leaving a permanent impairment, the company is reporting the event in an 'abundance of caution'. Should additional relevant information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
A foreign facility reported that a patient sustained a burn following treatment with lumenis m22.